Manufacturer narrative:
H11. D10. Concomitants - product information: 1582058 - 200-04-21 - cemented finned tib. Tra sz 2f/1t; 1667706 - 232-03-02 - optetrak asy, cr porous femoral, sz 2, right; 2855506 - 200-02-29 - three peg patella 29mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak classic device on the right knee and then approximately 7 years later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected component, and investigation clinical codes.